Manufacturer narrative:
A boston scientific technical services consultant discussed the observations with the caller and stated the clinical observations appear to be due to interaction with the minute ventilation (mv) feature. The consultant recommended programming off mv. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing and stored atrial tachycardia response (atr) episodes. Atrial pacing impedance measurements demonstrated a few intermittent changes from 600-1000 ohms. Additionally, atrial threshold measurements showed intermittent changes. No adverse patient effects were reported.